Manufacturer narrative:
Insulin pump received with intermittent fading / ghosting screen noted while pressing esc button. After disconnecting and reconnecting electronic stack, unit worked properly. Problem isolated to electronic assy. Received with insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that she was unable to read the screen, the screen would turn black when the customer pressed the act button. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.